Event description:
A report was received from a user facility in (B)(6) stating: "cutting problem." There was no serious injury or report of permanent impairment reported related to the event. Additional information has been requested but has not been received.